Event description:
It was reported that during an ablation for a superficial tumor, cold pixels occurred. The physician opted to not lay off the foot pedal, and continue. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.